Manufacturer narrative:
Evaluation results: one pneupac ventilator was received device in good condition. The manometer was not physically centered. Also, the gaugeneedle resting position was outside the +/- 2 cmh2o tolerance. These observations confirmed the customer's complaint.

Event description:
Information was received that a smiths medical pneupac ventipac medical ventilator had a damaged gauge reading. No adverse effects were reported.